Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a knotted lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After removal of the lock lever cap, o-ring, and covers, an abnormality was observed with the lock line. Along with the normal lock line, an additional line was present approximately 10cm-15cm long which was knotted around the thread of the lock cap. The lock line was able to removed normally and the clip was deployed successfully. An additional clip was implanted, reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported additional piece of lock line knotted around the actual lock line appears to be related to a potential product quality issue. Therefore, this complaint was added to exception (issue) and exception (action) on 27 march 2023 for further investigation of a potential product issue. This issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, additional information was received: after removal of the lock lever cap, o-ring, and covers, the lock line was frayed into four strands of lock line.